Manufacturer narrative:
After thorough evaluation of the returned device, the cause of the reported event could not be determined. All scope lock replacement parts are evaluated for coating adhesion issues prior to installation, and all repaired devices are evaluated for these issues prior to release. The scope lock on the device subject of this complaint was replaced, and the device passed outgoing quality inspection before being returned to the user facility to be placed back in service. Steris is not the manufacturer of the device; therefore, UDI was not included in the report.

Manufacturer narrative:
The investigation of the event is currently in progress. A follow-up report will be submitted if additional information becomes available. Steris is not the manufacturer of the device, therefore UDI was not included in the MDR.

Event description:
The user facility reported that on (B)(6) 2025 an spd technician obtained a hand injury (cut) while handling a coupler with a failed coating. The technician administered medical treatment for the injury by applying a band-aid to the cut themselves. This event did not occur during a patient procedure, and no procedural delays were reported.